Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Dry eye is the most common complication of lasik and other refractive laser surgeries. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of continuing bilateral dry eye observed at one month post lasik procedure. Patient complains of dry eye, needs artificial tears greater than four times a day which is disrupting his lifestyle. Patient is insistent he has inflammation of both eyes, and keeps asking if the corneas are clear. The reporter indicated the patient is annoyed with using artificial tears, and is non-compliant with lid scrubs. The reporter advised the patient to re-read the packet/consent form given prior to procedure to understand fully. The reporter reminded the patient that dry eye must be treated to be comfortable until tears return to baseline. Reporter noted that it seems the patient is overly concerned that he has diffuse lamellar keratitis (dlk), which he does not have. Patient is continued to be monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.